Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received health care provider via manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2016. It was reported that the patient started experiencing burning and the skin was red in color in the flank area starting in (B)(6) of 2016. There were no environmental factors that the health care provider or manufacturer representative were aware of that may have led to the issue. There was no troubleshooting performed. The patient was requesting that it be explanted. The issue was not resolved at the time of the report and a surgical intervention was not performed. A surgical intervention is planned and scheduled by the physician. There was nothing known about there being any evidence of an infection. The reddened skin on the patient's flank had been resolved as on (B)(6) 2016.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead product ID: 3550-29, serial# unknown, product type: accessory. With the additional information it was found that the information previously reported in MDR #3004209178-2016-09634 and both supplemental mdrs (001 and 002) apply to this event. From now on additional information MDR #3004209178-2016-09634 will be included and reported through this MDR.

Event description:
Additional information was received via a manufacturer representative reporting that the patient was suffering from bronchitis and their rsd had been flaring up. When the patient put the implantable neurostimulator recharger (insr) over the implantable neurostimulator (ins) the insr made several beeping noises and then gave a shocking sensation. The patient experienced a shocking sensation and burning sensation at the battery site all the way to where the leads entered the spine. When the patient placed their replacement insr over the ins site it started beeping again so they did not place it on their skin. The manufacturer representative was unaware of any environment factors that contributed or diagnostics that were done. The patient was explanted due to these issues. The explanted devices were returned to the manufacturer.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4) implanted: (B)(6) 2016 explanted: product type: lead. Product ID: 3550-29, product type: accessory. Correction to describe event or problem and evaluation codes. Information addressed in MDR #3004209178-2016-09634 applies to this event. Any future information reported will now be reported through this MDR. (B)(4) also applies to this event. (B)(4) also apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on 2016-04-20 that the patient had been complaining of blisters. It was reported that the patient got a really bad shock and when they woke up this morning the whole side of their belly was burned "where the charger in their belly all the way to where the motor" was. The patient was burnt and their "belly was a mess." This occurred yesterday. When they started a charging session that morning, the implantable neurostimulator recharger (insr) shocked the patient a little bit. The patient thought that it could be "something in their belly" that was doing this. The recharger that caused the issues was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.